Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had poor telemetry or no telemetry with recharging, poor communication. Patient was not able to communicate with another external device. Patient was redirected to discuss possible overdischarge (od). It was mentioned recharging used to take an hour to recharge the ins but not took 4 hours to charge. Patient stated ins recharger had communication issue in the past such as it had tendency to move around, it got hot while charging to the point of hurting him. Patient saw an error code recently but did not know the number of the code. It was stated patient was likely in overdischarge and had been redirected to healthcare professional, it was not communicating at all. No further complication and no symptoms were reported. Additional information from patient was received. It was reported that patient was unable to charge his ins nor communicate with his ins. It was stated patient was sent an ins recharger antenna, but this did not resolve the issue. Patient saw a call your doctor message with a code. It was noted patient needed MRI because the stimulator was bulging in his back ¿like it wants to get out¿ and this hurts a lot, doctor was aware all of issues patient had with stimulator. Additional information later day from patient stated that he was unable to charge the stimulator and unable to communicate with his programmer. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative and the patient. It was reported that the patient stated that they use the ins 24/7 and were having to recharge for long periods of time. The patient wanted upgrade the ins for a faster/easier recharge and the ins was replaced. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.